Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and customer states that the insulin pump did not deliver insulin. The customer¿s blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin exited with prime. Customer states the cannula was not bent. Customer declines troubleshooting for high blood glucose. The device will not be returned for analysis.